Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed and was not detected on bus. A field service engineer (fse) found no failures displayed on the screen, but upon customer demonstration, drawers 2.1 and 2.2 were difficult to operate due to a broken rail bearing cage. The fse powered down the pyxis unit, accessed the rear of the auxiliary cabinet, and removed auxiliary half height drawer 2 for inspection, confirming damaged rails. The fse logged into the hardware test application (hta), opened drawers 2.1 and 2.2, and removed all cubies while maintaining proper order. The system was powered down again, the faulty drawer was replaced with a new unit, and the system was powered back on to allow updates to complete. The fse then configured the new drawer through the storage space configuration in the application, reinstalled all cubies into drawers 2.1 and 2.2, and requested the escort to perform inventory. The customer completed inventory for both drawers successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.